Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error, priming was taking longer and louder, unexplained no delivery alarms as well as dimmer screen. The customer blood glucose level was unknown. Customer declined 24 helpline. The device will not be returned for analysis.